Event description:
It was reported by the patient that the remote monitor was unable to complete the telemetry phase of the initial manual remote transmission. The monitor was replaced. No patient complications have been reported as a result of this event. The monitor was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that it was out of specification electrically and failed the uplink test for telemetry.